Event description:
It was reported that the patient had an infection at the ipg site after the implant procedure. It was noted that the ipg and lead incision sites were red and painful. The patent was also unable to adequately charge the ipg. The patient was placed on antibiotics.

Manufacturer narrative:
Exact date unknown, event occurred after the implant procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had an infection at the ipg site after the implant procedure. It was noted that the ipg and lead incision sites were red and painful. The patent was also unable to adequately charge the ipg. The patient was placed on antibiotics. Additional information was received that the patient underwent an explant procedure. No further information could be obtained despite good faith efforts.